Event description:
The customer reported that on (B)(6) 2011 an erroneously low blood urea nitrogen (bun) result was generated on a unicel dxc 600 synchron system for a patient sample. The initial bun result was reported outside of the laboratory however there was no report of death, serious injury or change to patient treatment associated or attributed to this event. The instrument was experiencing reagent side level sense issues, showing the incorrect number of tests left on different reagent cartridges, during the timeframe of this event. The customer had also experienced a college of american pathologists survey failure which caused them to repeat the bun result. Upon repeat on an alternate instrument, a suppressed bun result was generated with an "out of instrument range low" instrument flag. The customer diluted the sample and repeated it on an alternate instrument where a higher result was generated, regarded as valid, and reported out of the laboratory as an amended report. Instrument chemistry quality control (qc) results during the timeframe of this event were within customer established specifications. High control bun precision runs were performed which met precision claims. Specific patient information and sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) replaced both level sense beads, a bent reagent probe and the reagent syringe tip. Upon completion of the necessary repairs, the instrument was returned back into operation.